Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that the mini pen needles are clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter city and state: unknown, reported through dchu, (B)(6). Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported that the mini pen needles are clogged.